Event description:
Meter name: one touch fasttake. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: nausea, blurred vision, headache, fatigue, restless, dizziness. A patient reported they were unable to obtain a blood glucose result and was seen by the doctor. Their meter allegedly would only prompt apply sample message. Treatment was unknown. No further information has been reported.